Event description:
According to the reporter, the doctor performed bedside dialysis on the patient and correctly connected the central venous catheter for hemodialysis. During the dialysis process, the doctor on duty found that the fixing buckle of the patient¿s femoral vein catheter had slipped off, so he immediately stopped the dialysis. There was nothing unusual observed on the device prior to use. There were no other products utilized with the device. There was no excessive force used on the device. Flushing was done normal saline. There was no leak, and the tego was not utilized. There was no luer adapter issue. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the reported product was replaced with a new hemodialysis catheter for the patient. After replacement, the procedure was completed. Blood transfusion was not required. The patient was stable. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one mahurkar catheter that was detached from its suture wing. There appeared to be no abnormalities with the device. It was reported that there was a securement wing issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.